Event description:
Dealer reported that the end user sat on the 9650 commode and allegedly fell through the seat. Additional information reported, (B)(6) , states that one of her customers alleged report that when sitting on the commode ,the arm bars bent out, seat broke, causing her to fall through the seat. User sustained scratches and bruising.